Event description:
During a routine colonoscopy, the 16mm hemostasis clip malfunctioned upon deployment, exposing a piece of wire at the end of the deployed clip. The clip deployed and held tissue as intended. The clip was not removed after deployment per the doctor, he felt it was safer to leave the clip and let it pass naturally rather than remove it. There was no patient harm, but the product problem resulted in an exposed wire within the gi tract.